Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient had a stroke on (B)(6) 2018. The caller noted the patient had the ins replaced 1-2 weeks ago with a new primary cell device. The patient was in the hospital at the time of the report. The hcp called back to say contact pair 1-2 had a short low impedance but those contacts were not being used. The hcp stated contacts c+, -2, and -3 were programed. It was reported the patient seemed to be doing better. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp stating the cause of the impedance issue was unknown; the impedances were normal. P ost-operatively, the patient was seen outside the hospital. The cause of the stroke was unknown and it was unknown if the impedance issue and stroke had been resolved.